Event description:
On (B)(6) 2011, wife reported, the protective rubber is peeling off the up and down buttons on the infusion device, and the up and down buttons do not respond correctly. Wife called again later that day and advised the concern has been ongoing for at least a month. Patient provided follow-up on (B)(6) 2011. He reported the protective rubber that covers the up and down buttons is completely gone; therefore, the buttons are inoperable. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.